Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Distal femur surgery. The 3.2 drill bit (703542) broke in the femur.

Manufacturer narrative:
The reported event that the tip of a ¿calibrated drill bit ø3.2mm x 315mm, ao¿ broke in the femur, during a distal femur surgery, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The drill bit was received for evaluation broken, at the tip. The device inspection revealed that the surface of the drill bit is slightly scratched and the threaded tip is broken, almost at the beginning of the helix. The edges of the remaining helix are deformed with many cracks and scratches. The breakage surface has a dull and fibrous surface with the appearance of chevron marks which point to the origin of the fracture and are commonly a result of brittle failure. Such a fracture can occur due to excessive force being applied on a specific part of the device that does not have the ability to deform plastically before breaking. The manufacturing inspection did not indicate any malfunctions. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the drill and lead to such a breakage. Excessive usage of the drill could burden even more its integrity, which could be compromised, and as a result lead to such a breakage. As per IFU (v15011): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ as per cleaning and sterilization guide (l24002000): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] drill bits are recommended as single patient use. [¿] in case of failure, the instrument must be replaced and not be used.¿ as per IFU (v15011): ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ if the drill has not been used carefully and under appropriate conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the case could be classified as user-related. The drill bit was most likely twisted under high loads and eventually broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Distal femur surgery; 3.2 drill bit (703542) broke in the femur.